Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c 501 module. The initial na result for sample (B)(6) was 222 mmol/l. The repeat result was 147 mmol/l. The initial na result for sample (B)(6) was 188 mmol/l. The repeat result was 136 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The field service engineer (fse) found a damaged rinse tube that caused contamination of the measuring cuvettes. The service maintenance actions performed by the fse resolved the issue.